Event description:
On (B)(6) 2021 it was reported by a sales representative via sems that an ar-3638 fibertak broke upon insertion during an inferior labral repair. The rep stated the insertor broke off inside the patient. All was retrieved. It was replaced and the case was completed without further issues. The patient is fine to date.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.